Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were encountered. The sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges "(B)(6) hospital complained the small volume nebulizers leakage and no mist came out." Customer reports alleged defect detected during pre-testing prior to patient use. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). Additional information obtained, for clarification, from the customer states the leak was an oxygen leak from the medicine cup which would not mist. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect, was not provided at the time of this report. A device history record investigation shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect and determine the root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "(B)(6) complained the small volume nebulizers leakage and no mist came out." Customer reports alleged defect detected during pre-testing prior to patient use. There was no report of patient harm or consequence.